Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change out, externalized conductors were observed under fluoroscopy. Defibrillation threshold testing with the new device was successful. The lead remains implanted. Patient will continue to be followed normally.

Manufacturer narrative:
The field report of ¿externalization of the conductor wires was noted under fluoroscopy¿ was not confirmed. Only the is-1, rv and svc connector legs were returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed. Correction: manufacturing date was incorrect in the previous report.

Event description:
The right ventricular lead was explanted.